Event description:
It was reported that the zimmer air dermatome handpiece takes skin graft badly. Additional information received from the hospital on (B)(6) 2010: the graft taken was very thin and ripped easily but was able to be used.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report, however, a follow up medwatch will be submitted once the investigation is complete.